Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device has been explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due to advisory. No anomalies were found with the header. Longevity assessment found the device was in normal range and was battery voltage was above elective replacement indicator level. Further testing confirmed device demonstrated normal device characteristics.